Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: crease/folding of implant: creases observed on the device. Calcification: calcification observed on the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side lymphadenopathy, calcification, crease/folding of implant, and seroma-late. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side lymphadenopathy, calcification, crease/folding of implant, seroma-late. Healthcare professional later reported event as 'capsular contracture baker grade iii.' Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "lymphadenopathy " and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy " and "seroma-late.

Event description:
Healthcare professional reported left side lymphadenopathy, calcification, crease/folding of implant, seroma-late. Device remains implanted.